Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following surgery 2 months ago to repair a hernia and a prolapsed colon. It was also noted that pt did have a colonoscopy procedure at which time the device was turned off. Specifically, he was admitted to the hospital for this surgery and reported leakage after removal of the urinary catheter following the surgery. The pt switched from program 2 with a stimulation setting of 3.7 volts to program 4 at 3.4 volts. He did not get good results and turned back to program 2 and increased stimulation to 4.0 volts. His status was reported as good. Add'l info was requested.

Manufacturer narrative:
(B)(4).